Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: did this issue contribute to any patient adverse event? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Can you identify the lot number of the product involved? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The case was reported to ha by the hospital, due to the privacy regulations, we are unable to obtain further information for the following request. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle broke while suturing tissue, the broken tip was removed from patient. There were no patient consequences reported. Additional information was requested.